Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt that the pump was "wasting insulin". Reportedly, the cartridge was filled with 400 units of insulin and the insulin gauge displayed 100 units on the following day. Although requested by tandem technical support, the customer declined to provide further information on the reported event and declined to perform troubleshooting. There was no reported impact to the customer's blood glucose level.